Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that on (B)(6) 2024, customer experienced severe hypergycemia or diabetic ketoacidosis. No further information was available.